Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The conductor was also stretched in this area. Based upon the clinical observations and the laboratory findings, we believe that the fracture occurred while attempting to retract the helix.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, placement difficulty was noted due to tortuous patient anatomy. There were three to four attempts to place the lead. Then when the lead was in position, the helix would not fully extend. A new lead was implanted and this lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The conductor was also stretched in this area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.